Event description:
Red triangle warning light illuminates during diagnostic start up of versajet console. Strain relief is broken where cable meets foot switch. Wires exposed. This was discovered during an inspection of the device. Part was taken out of service, returned to company and new part ordered.